Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Analysis found high voltage output circuit damage on the device. An arc mark was found on the back of the device can. The damage found is consistent with that caused during hv delivery by arcing between the hv lead conductor and ICD can.

Event description:
This report is to advise of an event observed during analysis.